Event description:
It was reported to boston scientific corporation, that the reservoir connector on the hydrothermablator (hta) IV pole broke and separated from the IV pole assembly. This caused the wires to hang from the IV pole. There was no patient involvement with this reported event.

Manufacturer narrative:
A search of the field service records for this unit was conducted and no like complaints were found. There are currently no known incidences of assembly or refurbishment contributing to this failure mode. The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.